Event description:
It was reported bent cannula and high blood glucose. The blood glucose reading is 227 mg/dl. Customer is thirsty. Customer treated with insulin pump. During troubleshooting, the high pressure test failed twice. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, error test, displacement test, rewind and excessive no delivery alarm test. Motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. Motor was tested outside the device and passed. Scratched lcd window, cracked reservoir tube lip, broken belt clip slot and scratched around casing noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.